Event description:
A hospital reported to our distributor that the seal of a full face mask had separated from the base while being used by a pt. No pt consequence was reported.

Manufacturer narrative:
The investigation was conducted based on the returned masks, event description and previous investigations on similar complaints. Results: the seal was held to the mask base by friction. The friction applied was not sufficient enough to hold the seal to the base of the mask. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: we have an open CAPA project to address this issue and to implement potential design solutions we have developed to prevent potential design solutions we have developed to prevent separation issues from occurring in the future. We are currently implementing an added silicone adhesive step (the application of an adhesive between the silicone facial seal and the plastic mask base) in our production process.